Manufacturer narrative:
E1: initial reporter city: (B)(6). The device was returned for analysis. Visual inspection revealed the imaging window was kinked and detached near the lapjoint section. Microscopic inspection revealed the guidewire exit port and tip were in good condition. The distal housing of the transducer was observed complete and with no evidence of degradation from exposure to saline solution. A test guidewire was inserted and no indication of resistance in tracking the guidewire into of the catheter was noted.

Event description:
It was reported that catheter separation occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. During removal, resistance was encountered and the device was partially separated. When the device was outside the patient, it completely separated. No remnants of the device remained inside the patient. The procedure was completed with another of the same device. There was no patient injury.

Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that catheter separation occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. During removal, resistance was encountered and the device was partially separated. When the device was outside the patient, it completely separated. No remnants of the device remained inside the patient. The procedure was completed with another of the same device. There was no patient injury.